Event description:
Information received indicates the CPR function would not engage and lower.

Manufacturer narrative:
The technician found the CPR linkage was too loose. He adjusted the tension on the cable going to the head motor and the adjustment going to the pull levers at the head to repair the bed.